Manufacturer narrative:
A follow up will submitted when additional information become available.note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that an alarm started to sound continuously without being able to be inhibited (artery temperature sensor failure). This was absolutely not a problem and started to sound while the machine was in operation. Change of console because the audible alarm was difficult to tolerate for the resuscitation team. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is needed. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The following information received on 2025-11-07 by the getinge service and sales unit: no patient datas are available and the connenction cable for disposables was mentioned as the cause for the failure. Further investigation steps still ongoing. A follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that an error message "t-art disconnected" was continuously alarming, which could not be silenced by the customer. The failure occurred during treatment. The cardiohelp device was replaced, as the alarm was too loud for the resuscitation team. No harm to any person has been reported. As the cardiohelp was replaced during treatment, a report is required.new information was received on 2025-11-14 that the alarm was recognized and the cardiohelp was nevertheless used on the patient. No information could be provided on the following patient data: sex, age, weight.a getinge field service technician (fst) was sent for investigation. The hls cable was replaced. The fst confirmed that the cable had no visual defects or visible oxidation. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.during repair of the device the fst could not pull the log files as the usb cable of the fst was faulty, therefore the logfiles are not available.a similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02.the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force.according to the risk analysis of the cardiohelp device following root causes can also lead to the reported failure:- a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable- broken fiber inside the cable.additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage.in the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter "connecting external temperature sensors"). According to the IFU, chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. According to the instruction for use of the cardiohelp (chapter ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used.the review of the non-conformities has been performed on 2025-12-18 for the period of 2011-06-16 to 2025-10-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-06-16.in addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.according to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp device.based on the results the reported failure "alarm arterial temperature sensor disconnected could not be quiet" could be confirmed.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).